Event description:
Event description cpi received this ventak prx implantable cardioverter defibrillator (ICD) as a returned implanted product; no allegations were made against the product's performance. This report was created as a result of cpi's returned product analysis.